Event description:
It was reported that an alert was noted for low impedance on the right ventricular (rv) lead. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).